Manufacturer narrative:
The product in question was not returned, therefore, no investigation could be conducted. No issues were found on the device history files.

Event description:
The physician severed a vessel during a surgical procedure. Hospital has informed microline pentax that they will not provide pt info, this is the reason section a is blank. Rochester hosp will not provide post-op pt's info to microline pentax.